Manufacturer narrative:
G4 premarket/510(k): k160823. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break and removal difficulty occurred. The target lesion was located in the mid right coronary artery. Following stent deployment, a 12mm x 3.00mm nc quantum apex? Balloon catheter was advanced for post-dilation. During the procedure, the balloon shaft broke, and the retrieval of the device was difficult. The device was eventually retrieved successfully, and the procedure was completed with another balloon catheter. No patient complications were reported.